Manufacturer narrative:
The reported field event of a patient vibratory notifier was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, physician decided to perform a patient notifier test but it did not work. It was not possible to test patient notifier vibrational alarm. The device was explanted and replaced. The patient was in good condition during and after the procedure.